Event description:
Two arms of the davinci robot device collided in patient. One arm of the grasper device bent back causing a gear to break inside the patient. Surgeon is believed to have retrieved all pieces, but pieces are not radiopaque.

Event description:
Two arms of the davinci robot device collided in patient. One arm of the grasper device bent back causing a gear to break inside the patient. Surgeon is believed to have retrieved all pieces, but pieces are not radiopaque.